Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: ccd glass dirty and bending rubber dirty based on the results of the investigation, olympus confirmed foreign material, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited charged coupled device glass and bending rubber dirty. There was no patient involvement.